Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was outside of clinical use at the time of the event. There was no harm reported to philips. The philips remote service (rse) inspected the system remotely and found that the system is not booting up. On onsite visit philips field service engineer (fse) reviewed log file and found that there is malfunction on flex vision pc. The host-pc could not connect to the flex vision-pc. Upon troubleshooting, fse attempted to manually boot pc hard drive, but drive would not power on and reseated the drive and rebooted the pc, still would not come on. Then fse reinstalled the pc and booted the system, but hard drive still would not power on. To resolve the issue, customer is a philips trained biomed ordered the flex vision pc as per fse instruction. Customer replaced the flex vision pc. After replacement of flex vision pc, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.